Manufacturer narrative:
Additional information - device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 12:15 p.m., she received a scan result of 'hi' (reading greater than 500 mg/dl) and experienced symptoms described as panic, shaking, and lightheaded. Customer self-presented to an urgent care clinic at 1:45 p.m. And hcp meter results of 101 mg/dl and 62 mg/dl were obtained respectively. Customer was diagnosed with hypoglycemia and treated with glucose tablets and "3 cans of apple juice". Sensor scan results of 193 mg/dl, 210 mg/dl, and 177 mg/dl were reported, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 12:15 p.m., she received a scan result of 'hi' (reading greater than 500 mg/dl) and experienced symptoms described as panic, shaking, and lightheaded. Customer self-presented to an urgent care clinic at 1:45 p.m. And hcp meter results of 101 mg/dl and 62 mg/dl were obtained respectively. Customer was diagnosed with hypoglycemia and treated with glucose tablets and "3 cans of apple juice". Sensor scan results of 193 mg/dl, 210 mg/dl, and 177 mg/dl were reported, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.